Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels >500 mg/dl, while wearing the pod. It was noticed that the adhesive got loose and the cannula had dislodged from the infusion site. At the hospital, the patient was placed on 2 drips of insulin and a syringe driver. The pod was disposed of.